Event description:
It appears from the biomed engineer's investigation that the monitor was silenced at the central station. This should have been a 5 minute silence after which the alarm should automatically reset. The alarm did not reset. Biomed contacted the manufacturer of the alarm, (phillips)and was instructed to reboot the equipment which corrected the problem. The manufacturer's contact person thought there had been a "glitch in the software". The visual alert continued to be present and the monitor in the room was functioning and providing patient information which was visible to the nurse sitting at the central station. No delay in treatment to the patient was caused by this alarm failure.follow up reveals: the central monitor was 12-15 years old. There is no additional information on the bedside monitor and it is not thought to have been a problem.